Event description:
Part of the blood glucose monitoring device bottom was missing. Reporter alleged there was melting around the device contacts. Reporter indicated the device is cleaned with a dry cloth and the device screen is cleaned with an alcohol wipe. A request was made for the return of the suspect device and replacement product was sent.